Event description:
The patient was undergoing a thrombectomy procedure using an indigo system separator 5. During the procedure, the physician was unable to advance a separator 5 through the y-adaptor and the separator 5 became kinked. The procedure continued using a new separator 5. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the sep5 was kinked approximately 1.2 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicated the sep 5 would not advance through a y adaptor, which caused it to kink. Evaluation of the returned device confirmed that it was kinked. This type of damage typically occurs when the device is improperly handled during removal from packaging or use. If the sep5 is removed from the packaging or manipulated during insertion into the patient at an angle, it may kink due to excess force and bending. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.